Manufacturer narrative:
The UDI # is unknown as the part # was not provided. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effect of atrial perforation, as listed in mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determine that the reported atrial perforation was due to procedural condition. The reported surgical procedure is a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional device is filed under a separate medwatch report number.

Event description:
This is filed to report atrial perforation. It was reported through a research article that a mitraclip procedure was performed to treat severe functional mitral regurgitation (mr). One clip was successfully deployed at the medial side of p2. A second clip was advanced lateral of the implanted clip, but while in the left ventricle (lv), the clip became stuck on the annulus near the implanted clip. The clip was unable to return to the left atrium (la) and remained attached to the annulus. In an attempt to deploy the clip, the mitraclip system was slightly pulled back. This allowed the clip to be deployed on both leaflets, significantly reducing mr. Transesophageal echocardiogram (tee) then found that the atrial septum had became lacerated and was caused by the action and reaction effect of the steerable guide catheter (sgc). Tee also showed a left to right shunt; therefore, an 18mm closure device was implanted. For additional information, see attached article, titled ¿successful transcatheter closure for lacerated iatrogenic atrial septal defect during transcatheter mitral valve repair using mitraclip.¿

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [#4.pdf article.pdf article cn-027557.pdf article].